Manufacturer narrative:
Article: kostov h., larsson, p.g., roste, g.k. "Is vagus nerve stimulation a treatment option for pts with drug-resistance idiopathic generalized epilepsy?" Acta neurologica scandinavia 2007:115, pp.55-58.

Event description:
It was reported to MFR in an article reviewed, that a vns pt in the study had to be re-operated due to complications from surgery (assuming implant surgery) generator migration. Attempts have been made with the physician to obtain info, but have been unsuccessful to date.